Event description:
The user facility reported that the patient had a 5.5 pump placed for the patient who was deteriorating after the intra-aortic balloon pump was placed, patient was cardioverted and was unstable with blood pressures hypotensive at 50s/30s. The team escalated to the 5.5 and extracorporeal membrane oxygenation. At the insertion the delivery was complicated and the kinking caused the pump to "jump" and cause subclavian artery tearing. The team gave 8 units of blood, vascular surgery intervened, and then family made decision to withdraw care after just over 4 hours of support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: warnings & cautions: cautions ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿